Manufacturer narrative:
Date of explant remains unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to an (B)(6) patient. It was reported the patient's ipg was explanted due to being deemed inoperable because it was no longer able to communicate with their programmer.

Event description:
Follow-up revealed the patient was implanted with a replacement ipg on the day their original ipg was explanted. It was also reported the patient's original ipg was explanted/replaced (B)(6) 2018.